Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, as the pump had not been reset for the malfunction in the past 24 hours. The customer indicated they would attend to the issue soon, and technical support planned to follow up to complete troubleshooting.